Event description:
Additional review reported that the pump was being used to deliver morphine before the refill. Due to issue getting the morphine to refill the pump, the physician decided to fill the pump with hydromorphone.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pump was reprogrammed 1.2 was put in a cell rather than 12. It was under the "old drug dose desired". The patient was called back to the clinic within the hour to reprogram. The pump was infusing hydromorphone and morphine.

Manufacturer narrative:
Concomitant products: physician programmer model: 8840, serial# unknown; catheter model: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: unknown. (B)(4).